Manufacturer narrative:
The reported events of a bent / kinked lead and a guidewire insertion issue were confirmed. Visual and x-ray analysis noted the outer coil was bent / kinked in the middle region of the lead, consistent with procedural damage. The cause of the reported events was isolated to the procedural damage noted to the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that prior to the implant procedure, a guide wire could not pass through the lead. A dent in the lead insulation was also noted. The lead was not implanted, and a new lead was implanted successfully. The patient was stable before, during and after the procedure.